Event description:
On (B)(6) 2013, the distributer contacted animas and reported a blank display screen. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display issue.

Manufacturer narrative:
(B)(4) - device evaluation: review of the black box and download history revealed multiple error codes recorded. On testing, the display screen was fully functional and illuminated without visible signs of fading or discoloration. The audible and vibratory functions were also fully operational. Investigation was unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).